Event description:
The lay user/patient contacted lifescan (lfs) alleging that her one touch ultra meter had missing segments. The patient reported that she noticed the missing segments early january 2006. Although the missing segments was becoming worse, she continued to test three times daily, she contacted her physician, due to the meter issue and was advised to either purchase a new meter or contact lfs and reduce her insulin dosage to avoid hypoglycemia. She takes 25 units r insulin and 70 units n after breakfast and 20 units of r and 60 units at bedtime. On january, the patient recalls feeling nauseous. She did not take her prescribed insulin, due to feeling "ill". Her husband attempted go give her broth; however, since she was feeling nauseous, she began vomitting the "broth and blood". She attempted to test and believes that she obtained a 169mg/dl or 179mg/dl on the reported meter. At an unspecified amount of time later, her son drove her to the ER, where a result in the 300-mg/dl range was obtained. She was diagnosed with a bleeding ulcer and states that she was told that her condition may have been attriibuted to her high blood glucose level. She was administered her prescribed amount of insulin and admitted for four days. The bleeding was treated and her blood glucose level was maintained below 173mg/dl. Due to the excessive blood loss, she was advised that she had "high risk anemia". The patient reported that there had been no evident trauma to the meter. She indicated that instead of the usual "888" display check appearing, the meter had been displaying "666". The meter, test strips, and control solution were replaced. This complaint is being reported, due to the following conclusion. Due to the missing segments, the patient states she was advised by her physician to reduce her insulin regimen, she developed symptoms of nausea and vomitting and received treatment for hyperglycemia and a bleeding ulcer at the hospital.